Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient felt stim in their right knee since his knee replacement procedure about 18 months ago. The patient said he was working with a manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that several attempts were taken to adjust stimulator. Issue was not resolved. Therefore patient was unable to use the stimulator. Patient reported stimulation was supposed to be in lower back. After the patient had a knee replacement, they adjusted it to help knee pain. Now the patient was unable to get it off knee. It was irritating a nerve in the knee; patient stated it should not be in the knee.